Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that blood was in the dialysate lines and hydraulic tubing of the fresenius 2008k2 hemodialysis (hd) machine. It was reported that as soon as the patient's hd treatment started, the machine alarmed for blood leak and there was blood observed in the machine's tubing. Blood test strips were used at the drain and the results were positive for the presence of blood. There was an unknown amount of blood loss. The patient's blood was not returned. There was no patient adverse reaction or injury. The patient was transferred to another machine and was able to complete treatment with a new setup of supplies. No further information has been made available at this time. The type of dialyzer used during the patient treatment is unknown. No sample has been made available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: a sample was not returned to the manufacturer for physical evaluation and the lot number or catalog number were not provided. A records search was performed to obtain a list of all dialyzer products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. There were no products delivered to the customer during this time frame. The search was extended to identify the last lot delivered to the customer. A manufacturing records review was performed on this identified lot. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Therefore, the complaint cannot be confirmed.